Manufacturer narrative:
Investigation summary unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Based on your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that 22g x 1.00in (0.9 x 25 mm) w/ y intima ii leaked. The following information was provided by the initial reporter: "on (B)(6) 2020 in patients with dual-source CT downward ctu enhancement, in the center of the right elbow vein for 22 with y type IV test after the injection of normal pressure 150 ps flow rate of 3.5 ml/s iodine liquid under high pressure injection, injection of about 30 ml jumping when heard the sound , so they immediate stopped the injection and the machine, then they went into the operating room and found that the heparin cap was disconnected, and iodine flowed out the inspection of high pressure syringe iodine remaining 22 ml, give the patient to do a good job of interpretation and communication with the technician,it could continue to check, so replaced the heparin cap after CT enhancement check again"

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown, a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 22g x 1.00 in (0.9 x 25 mm) w/ y intima ii leaked. The following information was provided by the initial reporter: "on (B)(6) 2020 in patients with dual-source CT downward ctu enhancement, in the center of the right elbow vein for 22 with y type IV test after the injection of normal pressure 150 ps flow rate of 3.5 ml/s iodine liquid under high pressure injection, injection of about 30 ml jumping when heard the sound , so they immediate stopped the injection and the machine, then they went into the operating room and found that the heparin cap was disconnected, and iodine flowed out the inspection of high pressure syringe iodine remaining 22 ml, give the patient to do a good job of interpretation and communication with the technician,it could continue to check, so replaced the heparin cap after CT enhancement check again".